Event description:
It was reported that pump generated cartridge alarms, including cartridge alarm 20, and that consecutive cartridges also caused alarms. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump under warranty, confirmed shipping details, and instructed customer to place problematic pump in storage mode and return it using prepaid label, as well as to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.